Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2022, the AED was placed into service without the pads attached. The device detected that no pads were connected and attempted to alert the user by flashing the red asi indicator and emitting an audible chirp. The AED continued to flash and chirp until pads were installed on (B)(6) 2023. On (B)(6) 2025 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2025 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2026 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that once the new battery was installed and a manual self test run the AED functioned as designed and could stay in service. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.